Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it previously logging multiple patient circuit disconnect alarms was confirmed, however, during testing the reported issue could not be duplicated. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it had previously logged multiple patient circuit disconnect alarms. There were no reports of patient involvement associated with the reported event.